Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that there was an inaccuracy between the continuous glucose monitor (cgm) reading and the blood glucose (bg) meter reading. Reportedly, the cgm bg reading was 100 mg/dl, and the meter bg reading was 558 mg/dl. Reportedly, due to the inaccuracy, the customer's bg level lowered to 53 mg/dl. Reportedly, the customer consumed carbohydrates to address the bg but subsequently lost consciousness. The paramedics were called and reportedly had to "revive" the customer. No additional patient or event information was available. A root cause could not be determined. A replacement sensor was sent to the customer.